Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for an 88-year-old female patient sample. The following data was provided: sample ID (B)(6) initial result = 28.8 pg/ml, repeat result = <10.0 pg/ml, repeat result on another instrument (B)(6) = <10.0 pg/ml additional laboratory data provided: bnp result = 35.6 pg/ml no impact to patient management was reported.